Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that during an unrelated transurethral resection of the prostate procedure the pacemaker was not programmed into electrocautery mode for this patient that was pacemaker dependent. The procedure noise was oversensed and there was pacing inhibition greater than two seconds. The device remains in-service. No adverse patient effects were reported.